Event description:
It was reported that the patient with this pacemaker system had a ventricular episode and there were concerns of undersensing or farfield oversensing on the right atrial (ra) channel. Technical services (ts) was consulted, and it was not conclusive as the electrogram (egm) showed a wide rhythm on the ra. In addition, undersensing on the right ventricular (rv) channel due to low amplitude or events below the programmed sensitivity was also noted. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker system had a ventricular episode and there were concerns of undersensing or farfield oversensing on the right atrial (ra) channel. Technical services (ts) was consulted, and it was not conclusive as the electrogram (egm) showed a wide rhythm on the ra. In addition, undersensing on the right ventricular (rv) channel due to low amplitude or events below the programmed sensitivity was also noted. No adverse patient effects were reported. This pacemaker remains in service. Additional information indicated that the possible cause of the undersensing and farfield oversensing was due to programming. Sensitivity adjustments were performed. No adverse patient effects were reported. This pacemaker remains in service.